Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented complaining of dizziness. During follow up, the physician observed that the ventricular lead exhibited non-capture and high threshold amplitude of 6 volts. The ventricular lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted the ventricular capture management shows threshold has been greater than 2.5 volts or out of range throughout the record.